Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that t2 deployed without pushing the trigger. No patient injury was reported and the site indicated the device will not be returning for evaluation.